Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 685 mg/dl. Reportedly the cartridge was leaking from undefined location. Customer changed supplies to address bg. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.